Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient's hip stem was loose. Dr. Revised it and put in a new poly liner, head and stem. The doctor was upset that there was not an option to put a bigger head on the stem than 32mm. Also not happy that x3 poly not available."